Event description:
It was reported to philips healthcare that the power of the heartstart mrx keeps shutting down. There was no patient involvement.

Manufacturer narrative:
(B)(4).: a follow-up report will be submitted upon completion of the investigation.